Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3010141591-2025-00002 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It has been reported that the bd kiestra reada compact has been found contributing to erroneous patient results. No patient impact was reported.

Event description:
It has been reported that the bd kiestra read a compact has been found contributing to erroneous patient results. No patient impact was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: n/a.